Event description:
According to the report, the device failed with regards to its intended function. The customer reported that the suction pump unit errored. A visual message "vacuum build-up defective check containers and tube set for leaks" displays on the screen. The customer stated that the error message can be cleared however; the message displays and the alarm goes off every time the machine was being set up.

Manufacturer narrative:
There have been no reports of injuries or unacceptable risks; however, a similar issue was identified in the past two years, which was classified as a reportable serious injury. Therefore, richard wolf gmbh consider this case to be a reportable malfunction.